Event description:
In 2008, the pt reported that his blood glucose was elevated to over 400 mg/dl. His target blood glucose range is 80-140 mg/dl. He stated that his battery had been in use for 2 weeks. He was advised to insert a new battery but he refused. He stated that he had changed the insulin cartridge and infusion set today. He stated that there was a large air bubble in the insulin cartridge and he performed a prime to remove it. He stated that he noticed more air bubbles in the infusion tubing but he stopped the prime before insulin dripped from the end of the tubing. He was advised to prime until all air bubbles are removed and insulin drips from the end of the infusion tubing. The pt declined a follow up call. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.